Event description:
On (B)(6) 2025 the user replaced a dexcom g7 sensor early, entered the pairing code, and did not receive readings. A fingerstick bg was 474 mg/dl and entered into the ilet; later bg was 364 mg/dl and returned to range once the sensor reconnected. No medical treatment or lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.